Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, it was learned that calcification and stenosis of the native valve/leaflets were a contributing factor leading to this redo and replacement. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that an annuloplasty ring, implanted approximately two (2) years and eleven (11) months, was explanted due to mitral regurgitation, stenosis, and calcification of the native leaflets. The ring and the patient's native valve were replaced with an edwards bioprosthetic pericardial valve with no reported complications.